Event description:
It was reported the pt's device was replaced due to an overdischarge. It was stated the pt's device went in to over discharge in (B)(6), 2010. A physician mode recharge was attempted unsuccessfully. The device was replaced and the pt recovered without sequela.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Manufacturer narrative:
Concomitant products: product ID: 377860, lot# v149135021, implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
It was reported the patient experienced no stimulation sensation last night. Neither the patient programmer (pp) nor the recharger (insr) could "find" the implantable neurostimulator (ins). Communication and coupling issues were reported. The ins could not be interrogated. The ins was in a state of overdischarge. The cause of the overdischarge was that the paint failed to recharge. They were unable to do a physician mode recharge, so the device was replaced. The patient recovered without sequela, was doing well and was recovering well. Additional information received reported a few years ago, the patient's battery wouldn't charge. The patient tried to start an implantable neurostimulator (ins) recharge session and the screen showed it was not connecting. The patient met a manufacturer representative (rep) at a hospital and they assisted with getting it charged.